Manufacturer narrative:
Historical data analysis: (4109/114) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/114) the overall 24 month product complaint trend data for the period (mar 2019 through feb 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/114) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. However, the fse found that the customer was using the balloon without a leader which will never allow the iabp unit to complete an autofill cycle. The fse confirmed the cause for the reported issue upon testing the iabp unit with a tester balloon which autofilled correctly. Notwithstanding, in order to further verify the reported issue, the fse tested the iabp unit for helium leaks. After running the iabp unit for half hour and unplugged from the cart, the initial internal pressure remained 233 and no helium leaks were reported. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) alarmed an autofill failure. There was no patient involvement, and no adverse event reported.